Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry regarding cause of the battery depletion ,the patient replied they didn't know the cause, they had tried changing programming and stimulation levels but that the ins was not working properly. Patient has an upcoming appointment with the urologist on (B)(6). There were no further complications reported.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the old ins wore out. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
B5 has been corrected and includes all relevant information. The previously submitted information can be found in MFR#3004209178-202 0-06188. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the old ins wore out. No symptoms were reported. Additional information was received on 2020-may-08 from the patient. In response to the inquiry of what the current status was of the affected ins and if it was explanted to have their health care physician (hcp) return to the manufacturer company for analysis, the patient reported that they did not have an hcp. The patient reported that the ins being worn out was first observed in (B)(6) of 2019. The patient reported that ¿no¿ the ins being worn out was not normal battery depletion and that ¿no,¿ the ins being worn out did not resolve. The patient stated that they called the manufacturer company for help and that they didn¿t know what to do next. There were no further complications reported.